Event description:
The co received a telephone call from one of the co's field clinical applications specialist about a pt incident which occurred in 2001. The pt had a pacemaker and was being monitored on an sc7000 bedside patient monitor (lead 2). The pt coded, but the system continued to count at a rate of 110 bpm. A nurse entered the room to find the pt coded. CPR was performed on the pt, but the pt expired. The customer indicated that the system did not alarm or initiate a recording. The field specialist was not informed of the incident until the following month and rec'd info relevant to the event 3 days later.